Manufacturer narrative:
H6. Investigation codes: updated investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a malfunction, the device seemed to have loose batteries/battery compartments, which was causing the batteries not to stay in place properly and the pump alarmed when it should not be. The patient switched to another pump, and the patient confirmed that their other pump was working fine. This was a continuous infusion, and the set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred was unknown. The diagnosis/reason for use was for pulmonary arterial hypertension. The suspected product was remodulin mdv 10mg/ml. The other concomitant medical products were tadalafil (adcirca), pump cadd ms3 and ambrisentan (letairis). The patient had a backup device that they were able to switch to. The infusion was life-sustaining. The reported product fault occurred while in use with a patient. There had been no interruption in therapy or harm to the patient, the patient did experience shortness of breath upon exertion (climbing 6 stairs or more).